Event description:
Related manufacture reference number: 2017865-2022-14538. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that atrial lead and right ventricular lead exhibited noise oversensing causing pacing inhibition. The reported leads were explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise over-sensing was confirmed. As received, a partial lead was returned in two pieces for analysis. Final analysis found breached insulation consistent with degradation. The reported event of noise over-sensing was isolated to the breached insulation. No other anomalies were identified.